Event description:
It was reported to philips that the wireless footswitch was not working. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was in clinical use for a planned non-emergency treatment at the time of the reported issue. The procedure was completed as planned by using wired footswitch. A philips remote service engineer (rse) connected with the customer remotely and confirmed that the wireless footswitch was not able to establish a connection with the base station. A philips field service engineer (fse) inspected the system on-site and replaced the wireless footswitch and the base station to resolve the issue. The system was returned to use in good working order and ready for clinical use. The wireless footswitch and the base station were returned for further analysis. Functional testing was performed, and no failures were observed. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the system's instructions for use (IFU), the wired foot switch must always remain connected to the x-ray system and be available for clinical use. If image acquisition cannot be started using the wireless foot switch, the procedure can be continued with the wired foot switch. This has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcomes.